Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the rutner suprapubic balloon catheter decannulated one day after placement. Another device was placed, and there were no further injuries aside from the additional procedure.